Event description:
The clinician experienced insertion problems with the neotrend-l sensor. The sensor was introduced approximately 3-4 cm into the argyle 3.7 fr vac and then blood started to back up to the y-port. The clinician ceased introducing the sensor. No report of harm or injury to the patient.